Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited an alert on the latitude remote monitoring system for a high out of range pace impedance measurement on the right ventricular (rv) channel. The rv lead is not a boston scientific product. The patient reported hearing tones from their ICD device due to the out of range impedance. It was also noted that there were inappropriate atrial tachy response (atr) episodes due to oversensing the respiratory rate trend (rrt) feature. Boston scientific technical services provided guidance to the healthcare provider (hcp) that there is a possible device header spring contact issue and suggested to bring the patient in-clinic to reset the impedance alert, turn off the rrt feature and perform further troubleshooting related to the rv lead. The products remain in-service. No patient symptoms or adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition as well as intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited an alert on the latitude remote monitoring system for a high out of range pace impedance measurement on the right ventricular (rv) channel. The rv lead is not a boston scientific product. The patient reported hearing tones from their ICD device due to the out of range impedance. It was also noted that there were inappropriate atrial tachy response (atr) episodes due to oversensing the respiratory rate trend (rrt) feature. Boston scientific technical services provided guidance to the healthcare provider (hcp) that there is a possible device header spring contact issue and suggested to bring the patient in-clinic to reset the impedance alert, turn off the rrt feature and perform further troubleshooting related to the rv lead. The products remain in-service. No patient symptoms or adverse patient effects were reported.